Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Reportedly, the cause for elevated bg levels was due to stress and the pump settings needing to be adjusted. The customer did not provide bg values, and declined troubleshooting with tandem technical support.